Event description:
Per the clinic, the device was explanted on (B)(6), 2024 due to poor performance and device non-use. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on july 02, 2024.

Manufacturer narrative:
Device analysis report attached.